Manufacturer narrative:
Evaluation revealed the tibial comp single coated us version, large, the sliding core uhmpwe 10mm and the talar comp single coated us vers medium left to be the subject products. No further associated products were reported. A review of the device history records revealed no discrepancies. The affected items were documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. During investigation no material, design or manufacturing related issues were found. In the case presented the patient had been treated with star on (B)(6) 2004. In (B)(6) 2012 the patient presented to the hospital due to pain. The affected sliding core was found to be broken, deformed, worn and displaced. According to information received the pain started after the patient had a fall involving her ankle. Bone growth was furthermore observed on the tibial- and on the talar- component. The patient was revised on (B)(6) 2012. The broken polyethylene sliding core was removed and replaced by a new one. The tibial- and the talar component were found to be intact, well positioned and stable. Thus they were not replaced or removed during surgery. Fracture of the polyethylene sliding core in general had been experienced and is nominated in the scientific literature. It does not present an unanticipated event in itself. Depending on the load application, also, depending on the patient's post implant behaviour and especially depending on the implant alignment, a polyethylene fracture can rather be classified as anticipated - specifically if one or more contributing issues concurrence with each other. Wear and surface damage morphology indicated that the poly fracture had been caused by a high impact (overload) caused by the fall of the patient. The IFU advises that the patient should protect the joint replacement from unreasonable stresses and should follow the physician¿s instructions. In particular he should strictly avoid high impact activities such as running and jumping. Bony ingrowth in general had also been experienced and is nominated in the scientific literature as a known complication: "development of postoperative periarticular ossification can lead to pain and stiffness after total ankle replacement. Gutter pain can develop in 25% of patients. Debridement of soft tissue and bony impingement may be required".. Bony ingrowth had been furthermore clinically assessed by a consultant hcp: "the definition of heterotopic ossification is inconsistent in the scientific literature. In most cases it is an incidental finding on the x-rays with no symptoms. Only in rare cases symptomatic heterotopic ossification is found impeding the function of the arthroplasty or causing pain. Symptomatic heterotopic ossification may be treated resection and release. All reported potential risks and complications nominated above represent typical complications of ankle arthroplasty and are not related to the particular design of star." Based on the above information the breakage of the sliding core and the reported bone growth on the tibial- and talar component were not related to a deficiency of the devices, but were rather patient related. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Patient had a revision to replace meniscal bearing surface due to pain from falling/ injuring her ankle. Bone growth was observed on tibial and talar components. Poly was found to be deformed, worn, broken and displaced. Poly was removed and replaced. Patient had hx of asthma, low back pain, depression, bulimia, low blood pressure, curcuic bronchitis and flat foot disorder.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device not returned.

Event description:
Patient had a revision to replace meniscal bearing surface due to pain from falling/ injuring her ankle. Bone growth was observed on tibial and talar components. Poly was found to be deformed, worn, broken and displaced. Poly was removed and replaced.